Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an EU 4.5x14mm stent 12 mm dw tip coil ((B)(6)) became impeded in a 0.021 prowler select plus microcatheter ((B)(6)) and could not advance any more. The physician retracted the stent and observed that the stent body was kinked. There was no patient injury reported. Additional information received indicated that there was no cerebral target loss as a result of the event, however, the microcatheter was removed as a unit with the (B)(6). The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body/shaft. Other devices were successfully used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one. There were no procedural delays due to the event. One picture was attached to the complaint file in which it was noted that the stent is partially outside the introducer, and no damages can be noted on it (i.e., no kinks, no bents, or broken struts). The stent was noted to be attached to the delivery wire. Only one section of the enterprise was shown in the picture and the rest of the device cannot be evaluated. A device history record (DHR) was performed, and no non-conformances were identified. The customer complaint was not able to be evaluated, a functional test needs to be performed and the stent needs to be inspected under a microscope to discard any damage. This investigation was performed based only on the photo provided. The device said to be involved was reported as discarded, as such, no further evaluation will be conducted. Delivery wire impeded in microcatheter with loss of cerebral target and kinked/bent are known potential product failures associated with the use of the device. The instructions for use (IFU) instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If additional information is received at a later date, this investigation will be updated accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter name and address: phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00061.

Event description:
As reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an EU 4.5x14mm stent 12 mm dw tip coil (enc451412, 6812673) became impeded in a 0.021 prowler select plus microcatheter (606s255x, 30753112) and could not advance any more. The physician retracted the stent and observed that the stent body was kinked. There was no patient injury reported. Additional information received indicated that there was no cerebral target loss as a result of the event, however, the microcatheter was removed as a unit with the enc451412. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body/shaft. Other devices were successfully used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one. There were no procedural delays due to the event.